Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.8 misfired. The user requested replacement of the mini engine for that device. A field service engineer (fse) shut the power off and released the latches for drawers 1.7 through 1.12 and then replaced the control unit for drawer 1.8. The fse re-latched the drawers and closed the mini drawers to resolve the issue. The customer was able to inventory drawers 1.7 through 1.12. The fse also replaced a worn and stretched protective keyboard cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, drawer 1.8 misfired. The user requested replacement of the mini engine for that device. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.